Event description:
It was reported that the unit read 0ml on every pt. No pt injury was reported.

Manufacturer narrative:
Immediate visual damage showed the probe head was cracked and leaking oil. This is possible customer damage. Also, troubleshooting found that the reported issue was confirmed. The device had inaccurate scans by pressing the probe's scan button. The dcm and probe's pcb were replaced. The system operates as intended.